Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5152507.

Event description:
Voluntary medwatch received reported that the patient presented in clinic for device changeout procedure. During procedure, the right ventricular (rv) lead was repaired using a repair sleeve due to unspecified reason. There were no further patient consequences reported.